Manufacturer narrative:
Model: sc-1160 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies. Model: sc-8336-50 (sn: (B)(4)). Device evaluation indicated that the complaint could not be verified as the returned paddle lead exhibited explant damages; the paddle silicone was torn at the junction and cables were protruding through the paddle silicone, and the paddle was missing electrode #32. Damage to the lead was caused by excessive tensile force when the paddle was pulled out during the procedure. As there was no complaint about impedance anomaly originally against the lead prior to the date of the procedure, the device damage most likely occurred during the explant procedure.

Event description:
A report was received that the patient was experiencing discomfort described as burning and sensitivity both at the incision and ipg pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7034772, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was experiencing discomfort described as burning and sensitivity both at the incision and ipg pocket site. The patient underwent an explant procedure.